Manufacturer narrative:
The customer complaint of flow rate inaccuracy was confirmed and replicated during the investigation. Rate accuracy testing was performed on the returned source device and found the device to be out of specification and under infusing at -21.3817%. Review of the pump module event logs confirmed that the final infusion occurred on (B)(6) 2018 at 9:47 am and infused at a rate of 10ml/hr. With a vtbi of 50ml. The infusion program infused until 2:44 pm when it was powered off by the user. During internal inspection the bezel assembly was found to have six (6) separated bezel bosses. The separated bezel bosses prevented the device from maintaining the correct mechanical geometry required for accurate fluid flow during the pumping cycle resulting in the under infusion condition. The exact root cause of the separated bezel bosses was not definitively determined in this investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported they observed higher than expected infusion flow rate during pm. Calibration of the instrument did not correct the issue. The flow rate inaccuracy was noted to be outside of the specification that cannot be corrected by calibration. There was no patient involvement since this occurred during pm.